Event description:
Device 2 of 2 reference MFR. Report#: 1627487-2015-05035

Event description:
Device 2 of 2 reference MFR. Report#: 1627487-2015-05035

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 reference MFR. Report#: 1627487-2015-05035.

Event description:
Device 2 of 2 reference MFR. Report#: 1627487-2015-05035.

Manufacturer narrative:
Evaluation codes: results: complaints were not confirmed for ¿ineffective stimulation and low impedance.¿ the paddle lead was incomplete due to explant damage. A good portion (terminal end) was not returned, however the returned portion (paddle segment) was intact and passed continuity testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.